Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 403:317:871:0000 was discovered by baxter personnel in the pump's event history. This condition was caused by a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump experienced failure code (B)(4), which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.